Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties were likely due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal end of the superficial femoral artery that was non-tortuous and heavily calcified. An armada 18 was used to pre-dilate the lesion at 14 atmospheres for 2 minutes. When the supera (4x100) 6f 120cm was deployed, the stent length was found to be 60 mm on the screen using quantitative measurement. The labeling on the device indicated that the deployed length was 100 mm. It was stated that some difficulties were experienced during deployment; there was resistance felt during pushing of the thumb slide. The procedure was completed using two more supera stents as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.